Manufacturer narrative:
The product has been returned for analysis.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve landed deep resulting in moderate paravalvular leak (pvl). Three balloon aortic valvuloplasties (bav) were performed. Four days following, due to mild to moderate central regurgitation and moderate pvl, the valve was successfully explanted and replaced with a surgical aortic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received in a tan 0.2% glutaraldehyde solution in an explant kit. The valve appeared partially crimped. The valve appeared discolored showing evidence of blood contact. The skirt appeared slightly wrinkled showing evidence the valve was returned in a slightly crimped position. All leaflets were slightly stiff but flexible possibly due to the decontamination process and/or blood contact. The leaflets appeared slightly twisted or partially crimped. A tear was observed in leaflet 2 adjacent to the 2-3 commissure may have occurred during implant with multiple recaptures and deployment difficulty. A tear was observed in the skirt below the 2-3 commissure adjacent to the tear in the leaflet. The 1-2 and 3-1 commissures were intact. A tear was noted in the 2-3 commissure. After receipt photos were taken, the valve was placed in warm water and showed the configuration expanded to full dilation. Leaflets 2 and 3 appeared closed with no twist-like appearance. Leaflet 1 remained partially open. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.